Event description:
A loss of therapeutic effect was reported. The loss of relief was observed for about a week. Patient's incontinence was back. The patient had trouble with communication the day prior to the report. However, when she tried to connect with the implantable neurostimulator (ins) on the day of the report, she was able to connect on the first try. It was reported that the patient had started feeling the stimulation after she had connected. She used the on therapy button to sync. The event/symptoms occurred following a fall. Pain on her left hip at the ins site for about a month after the fall was reported. The patient fell down the stairs and slid down the stairs on her back "like on a cartoon." It was stated that the pain was there all the time at the ins site, and at first, it was thought to be attributed to her general back pain that she had had for a long time. The patient's status was unknown. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot# v855089, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).